Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A purchasing professional reported the surgeon experienced trouble with the footswitch during the irrigation/aspiration (I/a) portion of a procedure. The surgeon stated that I/a was pushing back out what had just been aspirated and his foot was not on the footpedal. The procedure was completed with no impact to the patient. This is the first of two reports for this facility.